Event description:
The homecare provider (hcp) reported the following information: (1) after filling a portable unit from the h-46, the quick connect on the h-46 started leaking liquid oxygen. (2) the patient attempted to stop the leak by putting their hand over the quick connect. (3) as a result, pt received a minor burn to their hand. (4) pt did not seek medical attention immediately. (5) pt went to the doctor a few days later regarding another matter and happened to bring the burn to the doctor's attention. (6) the doctor prescribed ointment for pt's hand.